Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received with the needle still attached to syringe in an opened tray & pack. A crack is observed at the 3 mm luer lock level. All released batches are compliant with the processing steps described in the master batch and our specifications and especially the sterilization cycle was recorded as compliant. All microbiological, physical and chemical results (endotoxins, bioburden) are recorded in compliance with our specifications and especially the extrusion force value shows our product¿s expected consistency. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The release step combined with the absence of any deviation shows that no element could explain these issues.

Event description:
Healthcare professional reported that one syringe of juvederm ultra xc ¿broke out in the patient face.¿ patient contact was made. No injuries were reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that one syringe of juvéderm ultra¿ xc ¿broke out in the patient face.¿ patient contact was made. No injuries were reported.